Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was admitted to the hospital due to syncope. Interrogation of the associated pacemaker confirmed normal device function however the bedside cardiac monitor showed loss of capture (loc). Isometrics were unable to create any noise. An x-ray revelated what appears to be clavicular first rib crush. Intervention is pending to replace the lead.